Event description:
An eye care professional reported that a report was received from the family member of a patient. The patient has experienced a corneal ulcer in her right eye associated with wear of focus night & day lenses. The patient is away at school and sought care at a hospital based facility. The patient experienced pain (degree unknown) and a culture was performed. Results are unknown. Request has been made for additional information, however no further information is available at the time of this report.